Event description:
The wife of a (B)(6) male patient contacted zoll customer support to report that the patient woke the day before with blue gel all over him. Zoll customer support contacted the patient and assisted him in a download which revealed one 65 j shock. The patient then reported that his monitor was displaying code 102 - charge profile fault and that he recently fell off a rocking chair and his belt connection was also loose. Review of the patient's download data revealed numerous false asystole events. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) was completed. No non-conformities were discovered. The electrode belt was fully functional. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (low treatment pulse energy, code 102, charge profile faults, asystole events) was confirmed. Upon investigation, the electrode belt connector receptacle was damaged, preventing a belt from locking into the monitor. The cause of the asystole events is likely lack of proper communication with the electrode belt. Additionally, the monitor failed incoming pulse testing with associated service code 102 - charge profile fault. The cause for the code 102 and charge profile faults is a broken positive lead on high-voltage capacitor c19 on the defibrillator board. The cause of the decreased energy, 65 j, in the treatment event was also due to the broken c19 lead. The rot cause for the broken lead on c19 was likely due to the monitor impacting a hard surface. This likely occurred when the patient fell from the rocking chair. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the defective monitor. The patient received a replacement monitor.